Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(6), batch: 246413.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances on multiple contacts. This prevented the patient from getting adequate stimulation therapy. The patient underwent a procedure where the lead was removed and replaced. It is unknown which one of the two implanted leads was the one that was removed. The patient was doing well post operatively. The explanted lead will not be returned as it was discarded by the hospital.